Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
During an atrial septal defect closure procedure, a 10mm atrial septal occluder (aso) deformed and was not used due to this. A second 10mm aso device with the same lot number was used afterwards without issue, and implanted. There are no known complications with this case.